Event description:
Six weeks post-operative. Asymptomatic pt, but demonstrates kyphosis at one level. Rod is loose on one side. Surgeon stated, failure is on the tlif side. Opposite side may be intact.